Manufacturer narrative:
The reported field event of pacing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information noted that the device was explanted and replaced. It was reported that the implantable cardioverter defibrillator exhibited a rate response issue. Further information was requested however, was not provided.